Event description:
It was reported that the patient presented to the emergency room after having his pulse taken and noted 40 beats per minute. Upon interrogation, the lead exhibited undersensing and loss of capture. A chest x-ray was performed which revealed no anomalies but the physician suspected a lead dislodgement. The lead was successfully capped and replaced on (B)(6) 2017. The patient was in stable condition during and post surgery.